Manufacturer narrative:
Testing of actual/suspected device (10/3233): a supplemental report will be submitted when additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Event description:
It was reported that during a routine check performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was faulty. It was later clarified that the iabp unit had a faulty display. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
During the routine check the getinge field service engineer (fse) discovered a faulty display, but after troubleshooting the display the issue was fixed , and also the safety disk and tidal disk were replaced since they were due for replacement. The fse performed the electrical safety testing as per the as3551 standard, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.